Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails occlusion testing @ 8.92psi. Per reporter, the issue found during testing and there was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was unable to be verified. The cause of the issue is unknown. No corrections were done. The pump passed all functional testing. Service history identified that no previous repair has been noted in the last 12 months.